Event description:
It was reported that the compressor was making noise. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was reported noisy. Service engineer found that it delivered pressure according to specification, but changed the compressor motor as precaution. The compressor was handed back for clinical use. The compressor mini is well insulated against noise and therefore does not normally cause disturbance when used during operations. According to the specification the sound level at 1 m distance is expected to be approximately 50 db(a). The investigation findings do not lead to a clear conclusion about the cause of the reported event. Only noise does not affect delivered gas volumes and there is no other information received indicating any variation in delivered gas volumes. No parts were returned therefore the root cause of the noise cannot be determined.